Event description:
Gastric bypass - "storz reusable trocars and kii fios 12mm x 150mm z-threaded was placed. The surgery starts with a trocar (lot number 1189046). After a short time, when changing from 10mm to 5mm instruments, the seal was leaking and it resulted in the loss of gas. The surgeon has changed the trocar (new box with lot number 118016), but the loss of gas remained. He did not change it again." Pt status: pt are still ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection engineering found a hole in the septum of the seal. No other damages or defects were observed. All seals are thoroughly inspection and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns the extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our initial/ final report.